Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used during a ureteral stone lithotripsy procedure performed on an unknown date. According to the complainant, during preparation they tested the device for functionality, the device would open however, it would not close. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A detailed inspection and analysis wa performed on the returned stone cone nitinol retrieval coil. It was observed that the white heat shrink had been torn into two pieces and accordioned, exposing the corewire. There was a kink in the blue sheath from the distal end. The device was able to open freely, but could not close completely. A DHR (device history record) review was performed. And no issues were identified which might have caused or contributed to this complaint. Therefore the most probable root cause for this complaint is handling damage.